Event description:
This device is at eri and was replaced with another ICD. There are no known complaints on this device. There were no patient events reported. Should additional information be received, this file will be updated. 12/11/2013 - based on the analysis, we have decided to report this event. It is believed there was an issue with a competitor's lead, causing the device to need programming changes to 5.5v @ 1.5ms.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. A number of 15 charging cycles was documented. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The programmed parameters were inspected. It was noted, that the ventricular anti-bradycardia pacing was temporarily programmed to 5.5 v for 1.5 ms. This represents a high current program, draining the battery. The ICD was implanted for 30 months; 15 charging cycles were documented in the ICD¿s memory. Taking the high current program for the anti-bradycardia pacing into account, the battery condition was found to be anticipated. In summary, the ICD proved to be fully functional. The battery status eri was anticipated.